Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l53962, implanted: (B)(6) 1998 product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving morphine and ziconotide (concentration/dose unknown) via an implantable infusion pump. The indication for use was noted as malignant pain. During the prime on the back table, the healthcare provider (hcp) asked about the remaining time for the prime. The representative recommended that connecting the pump prior to the 19 minute prime, may lead to a bolus and later a lapse in therapy. The hcp used his clinical judgment and was concerned about the patient being susceptible to infections and would rather connect the pump early. Thus the hcp decided to connect the pump, prior to completing the full 19 minute prime on the back table. The hcp noted that he would send the patient to be further monitored. The patient status at the time of the report was &#50510;able to obtain". No patient symptoms were reported. If additional information is provided, a follow up will be submitted.